Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain between abdomen and pelvic region'), device dislocation ('migration of essure device location of device: device moved out of my tube/told after removal that one of them had moved'), cervix disorder ('reproductive system disorder or condition: cervical lesion') and loop electrosurgical excision procedure ('surgery (other): leep procedure') in a 26-year-old female patient who had essure (batch no. A73747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, migraine, headache, weight gain, acne and mood swings. Patient was tested for breast cancer. Concurrent conditions included obesity, dysuria, urinary tract infection, anxiety, genital warts, insomnia and loop electrosurgical excision procedure. Family history included cancer of ovary (mother). Concomitant products included intrauterine contraceptive device (iud nos) for contraception. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes/rashes type unknown"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced acne ("acne/I started breaking out with acne"), mood swings ("mood swings") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: need glasses/blurred vision"). In 2014, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain/kept gaining weight no matter how hard"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced cervix disorder (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal): utis"), fungal infection ("yeast infection"), bacterial vaginosis ("bv") and breast discharge ("I was still leaking"), underwent loop electrosurgical excision procedure (seriousness criterion medically significant) and was found to have smear cervix abnormal ("pap test came back not normal"). The patient was treated with diphenhydramine hydrochloride, ibuprofen and surgery (she underwent bilateral salpingectomy surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, cervix disorder, loop electrosurgical excision procedure, smear cervix abnormal, mood swings, alopecia, allergy to metals, vision blurred, urinary tract infection, fungal infection, bacterial vaginosis and breast discharge outcome was unknown, the acne, migraine and weight increased was resolving and the rash, headache and fatigue had resolved. The reporter considered acne, allergy to metals, alopecia, bacterial vaginosis, breast discharge, cervix disorder, device dislocation, fatigue, fungal infection, headache, loop electrosurgical excision procedure, migraine, mood swings, pelvic pain, rash, smear cervix abnormal, urinary tract infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 193 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - in 2013: results: total bilateral occlusion; on (B)(6) 2014: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: breast discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: social media received: event breast discharge was added. Reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: device moved out of my tube/told after removal that one of them had moved") and pelvic pain ("pain/pain between abdomen and pelvic region") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity, migraine, headache, weight gain, acne and mood swings. Concurrent conditions included obesity, unspecified, dysuria, urinary tract infection, anxiety and genital warts. Concomitant products included intrauterine contraceptive device (iud nos) for contraception nos. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes/rashes type unknown"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy/I was told it would not be a problem and that it was a good things so my tubes would scar up") and fatigue ("fatigue"). In 2014, the patient experienced alopecia ("hair loss"), vision blurred ("vision/eye problems type: need glasses/blurred vision") and weight increased ("weight gain/I kept gaining weight no matter how hard. I try to lose it; I was never more than 210"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), smear cervix abnormal ("pap test came back not normal"), acne ("acne/I started breaking out with acne") and mood swings ("mood swings"). The patient was treated with ibuprofen, diphenhydramine hydrochloride (benadryl), surgery (she underwent bilateral salpingectomy surgery to remove the essure implant) and surgery (she underwent bilateral salpingectomy surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, smear cervix abnormal, mood swings, migraine, alopecia, allergy to metals and vision blurred outcome was unknown, the acne and weight increased was resolving and the rash, headache and fatigue had resolved. The reporter considered acne, allergy to metals, alopecia, device dislocation, fatigue, headache, migraine, mood swings, pelvic pain, rash, smear cervix abnormal, vision blurred and weight increased to be related to essure. The reporter commented: current weight 193 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on 13-jun-2018: this case is medically confirmed. The reporter information was added. This case concerns 26 year old patient. Lab data was added. Her historical/concurrent conditions were added. Lab data was added. Essure indication was added. Her historical/concomitant medication was added. Following events: migration of essure device location of device: device moved out of my tube/told after removal that one of them had moved; vision/eye problems type: need glasses/blurred vision; pap test came back not normal; acne/I started breaking out with acne; mood swings; rashes/rashes type unknown; migraines; hair loss; headaches; nickel allergy/I was told it would not be a problem and that it was a good things so my tubes would scar up; vision/eye problems type: need glasses/blurred vision; fatigue and weight gain/I kept gaining weight no matter how hard. I try to lose it; I was never more than 210. She had recovered from the events: rashes; headches, migraines, fatigue and recovering from events: acne and weight gain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain between abdomen and pelvic region"), device dislocation ("migration of essure device location of device: device moved out of my tube/told after removal that one of them had moved"), cervix disorder ("reproductive system disorder or condition: cervical lesion") and loop electrosurgical excision procedure ("surgery (other): leep procedure") in a 26-year-old female patient who had essure (batch no. A73747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity, migraine, headache, weight gain, acne and mood swings. Concurrent conditions included obesity, dysuria, urinary tract infection, anxiety and genital warts. Concomitant products included intrauterine contraceptive device (iud nos) for contraception. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes/rashes type unknown"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced acne ("acne/I started breaking out with acne"), mood swings ("mood swings") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: need glasses/blurred vision"). In 2014, the patient experienced alopecia ("hair loss") and weight increased ("weight gain/kept gaining weight no matter how hard"). On (B)(6) 2016, 2 years 8 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cervix disorder (seriousness criterion medically significant), loop electrosurgical excision procedure (seriousness criterion medically significant), smear cervix abnormal ("pap test came back not normal"), urinary tract infection ("infection (bladder/urinary tract/vaginal): utis"), fungal infection ("yeast infection") and bacterial vaginosis ("bv"). The patient was treated with ibuprofen, diphenhydramine hydrochloride (benadryl), surgery (she underwent bilateral salpingectomy surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, cervix disorder, loop electrosurgical excision procedure, smear cervix abnormal, mood swings, alopecia, allergy to metals, vision blurred, urinary tract infection, fungal infection and bacterial vaginosis outcome was unknown, the acne, migraine and weight increased was resolving and the rash, headache and fatigue had resolved. The reporter considered acne, allergy to metals, alopecia, bacterial vaginosis, cervix disorder, device dislocation, fatigue, fungal infection, headache, loop electrosurgical excision procedure, migraine, mood swings, pelvic pain, rash, smear cervix abnormal, urinary tract infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 193 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; in 2013: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain between abdomen and pelvic region"), device dislocation ("migration of essure device location of device: device moved out of my tube/told after removal that one of them had moved"), cervix disorder ("reproductive system disorder or condition: cervical lesion") and loop electrosurgical excision procedure ("surgery (other): leep procedure") in a 26-year-old female patient who had essure (batch no. A73747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity, migraine, headache, weight gain, acne and mood swings. Concurrent conditions included obesity, dysuria, urinary tract infection, anxiety and genital warts. Concomitant products included intrauterine contraceptive device (iud nos) for contraception. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes/rashes type unknown"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). On (B)(4)2013, the patient had essure inserted. In (B)(4)2013, the patient experienced acne ("acne/I started breaking out with acne"), mood swings ("mood swings") and fatigue ("fatigue"). In (B)(4)2014, the patient experienced vision blurred ("vision/eye problems type: need glasses/blurred vision"). In 2014, the patient experienced alopecia ("hair loss") and weight increased ("weight gain/kept gaining weight no matter how hard"). On (B)(4)2016, 2 years 8 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced smear cervix abnormal ("pap test came back not normal"), urinary tract infection ("infection (bladder/urinary tract/vaginal): utis"), cervix disorder (seriousness criterion medically significant), loop electrosurgical excision procedure (seriousness criterion medically significant), fungal infection ("yeast infection") and bacterial vaginosis ("bv"). The patient was treated with ibuprofen, diphenhydramine hydrochloride (benadryl), surgery (she underwent bilateral salpingectomy surgery to remove the essure implant), surgery (she underwent bilateral salpingectomy surgery to remove the essure implant), surgery and surgery. Essure was removed on (B)(4)2016. At the time of the report, the pelvic pain, device dislocation, smear cervix abnormal, mood swings, alopecia, allergy to metals, vision blurred, urinary tract infection, cervix disorder, loop electrosurgical excision procedure, fungal infection and bacterial vaginosis outcome was unknown, the acne, migraine and weight increased was resolving and the rash, headache and fatigue had resolved. The reporter considered acne, allergy to metals, alopecia, bacterial vaginosis, cervix disorder, device dislocation, fatigue, fungal infection, headache, loop electrosurgical excision procedure, migraine, mood swings, pelvic pain, rash, smear cervix abnormal, urinary tract infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 193 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(4)2014: total bilateral occlusion; in 2013: total bilateral occlusion ultrasound scan vagina - on (B)(4)2014: total bilateral occlusion most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received. Lot number added. Events surgery (other): leep procedure, yeast infection, bv, reproductive system disorder or condition: cervical lesion, infection (bladder/urinary tract/vaginal): utis added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.